Event description:
It was reported that there was a connection issue with the homechoice cassette. The patient was unable to disconnect from the transfer set after peritoneal dialysis therapy. The blue part on the transfer set was coming off instead of the patient line. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with antibiotics for a wet contamination. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in july 2024, reported as "this weekend." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.